Manufacturer narrative:
On 31dec2025, an evaluation of the returned suspect product was completed. Two lens cases were received containing four lenses. A magnified visual inspection revealed no visual attributes for two lenses and revealed edge chips for two lenses. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, a patient (pt) in brazil reported to be an acuvue® 2 brand contact lens (cl) wearer and attempted to purchase lenses at an optical store on (B)(6) 2025. At the time of the attempted cl purchase, the pt was advised there was no availability and a representative at the optical store recommended the pt try the acuvue® oasys® brand cls. The pt agreed to purchase the acuvue® oasys® brand, but ¿I did not adapt.¿ the pt reported ¿irritability in the eyes in the first few days,¿ after wearing an acuvue® oasys® cl. On (B)(6) 2025, the pt reported the right eye (od) was ¿extremely red and irritated¿ and went to an ophthalmologist who diagnosed the pt with keratitis. The pt was prescribed an unknown antibiotic eye drop; additional details were not provided. On (B)(6) 2025, the pt returned to a ¿medical appointment and to my surprise, I was prescribed another medication.¿ the eye care provider (ecp) requested the pt return for care, ¿next tuesday.¿ attempts to contact the pt were made on 22sep2025, 29sep2025 and 06oct2025 for additional medical information, but nothing additional was provided. The event was determined not to be a serious adverse event at this time with the limited information provided. On 15oct2025, the pt called to provide additional information. The pt reported the diagnosis provided by the ecp was ¿keratitis/ulcer on od.¿ the pt advised the ICD 9 code provided was keratitis but the ecp advised the pt that ¿ulcer and keratitis are the same thing.¿ the pt reported that the ¿od was all white under exam¿ and the pt experienced irritation, discomfort, redness, burning sensation and photophobia. The pt was prescribed 2 eye drops, prednisone and an antibiotic, additional treatment details were not provided. The pt had follow-up visits with the ecp (dates and details not provided). The pt was released to return to ¿cl wear occasionally and only for a short period of wear¿ and is still feeling ¿uncomfortable.¿. The pt agreed to send additional medical information and suspect od lot number by email. On 15oct2025, with the additional information provided, the event was determined to be a serious adverse event. On 17oct2025, a call was placed to the pt to request additional information, but nothing additional was received. On 22oct2025, additional information was received from the pt. The pt provided images of 2 prescriptions (no date provided): -vigamox 1 drop every 3 hours for 7 days, then every 6 hors for 7 days. Wash with neutral shampoo, hyabak lubricating drops 1 drop four times daily (qid). -predcort, 1 drop od every 12 hours. -call placed to the pt¿s treating ecp office. A representative reported the pt was seen on (B)(6) 2025 and was diagnosed with od keratitis. The pt was prescribed vigamox every 3 hours for 7 days, then every 6 hours for 7 days. The pt presented for a follow-up visit on (B)(6) 2025 and the od was improving. The pt was prescribed predcort (no details provided) in addition to vigamox. The representative advised there is no mention regarding a corneal ulcer diagnosis. No additional information was provided. No additional ecp visits were noted. A comprehensive review of the manufacturing records for lot number l006wk2 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od product was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.